Event description:
Boston scientific was made aware of an event in which a stent prematurely deployed before the system reached the patient's anatomy. In january 2006 during the technical analysis, the stent was discovered to have deployed in the guide catheter, subsequently making this event reportable.